Manufacturer narrative:
PMA/ 510k full number: p100022/s001. The stents were implanted in the patients and are unavailable for evaluation. With the information provided a document based investigation was carried out. According to information provided, ptx stents were used to treat cephalic arch stenosis in av fistula patients as part of a (B)(6) clinical study. The results of the study were presented and described stent-related complications. According to information provided in the presentation slides, there was one case of axillary vein stent protrusion. No further information was provided regarding this case. Details regarding an intervention are unknown in this case. However it is known that 75% of des patients required intervention. Therefore, it is assumed based on limited information that this event resulted in intervention. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From information available on slide 13, of the patients who received ptx stents, 67% were diabetic, 100% suffered from hypertension and heart disease and 17% had a history of tobacco use. It can be noted that use of the device in the cephalic veins is considered off label use. As per the instructions for use provided with all zilver ptx devices, the zilver ptx drug eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal arteries. It is possible that off label use could have caused or contributed to the reported stent protrusion. However, due to limited information and as the conditions of use cannot be replicated, a definitive root cause cannot be determined. The rpn and lot number of the device involved in this occurrence is unknown. Therefore, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Patient outcome is unknown in this case. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This report comes via (B)(6) 2016 ((B)(6)) where a medical student presented the results from a (B)(6) study at (B)(6) hospital using the zilver ptx stent to treat cephalic vein stenoses in av fistula patients as one arm of a (B)(6) clinical study. The zilver ptx stent is intended for use in the superficial femoral artery. The study included 28 patients, including nine that were treated with the zilver ptx stent. Although the abstract attached does not describe any device-related complications, the presenter described stent-related complications. The purpose of the study was to assess the efficiency of drug-eluting stent or stent graft placement after angioplasty compared to balloon angioplasty alone. The study included 28 patients, including 11 that were treated with the zilver ptx stent. As per the information in the presentation slides, complications included gastrointestinal hemorrhage, stent protrusion into axillary vein and stent fracture. Due to the origin of this complaint a separate report will be submitted for each event only. Reference also report 3001845648-2016-00179 and 3001845648-2016-00154.